Manufacturer narrative:
Exact date unknown, event occurred 2-3 months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg and was also experiencing inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.